Event description:
End user (B)(6) advised that the front riggings will not lift or lower. End user (B)(6) advised was working about a week ago but as of (B)(6), 2015 it made a noise and stopped working. End user (B)(6) could not provide any further information.